Event description:
This 37 year old female underwent a bam with silicone gel breast implants in 1986 and has since developed capsular contractures and concerns regarding the implants. The name of the manufacturer is not known to this reporting facility. Gross exam: the right implant appears to have been compressed with some loss of its usual circular shape. It weighs 244.55 gm. The outer surface is partly coated with sticky, stringy material and a pinhole fenestration can be demonstrated under gently pressure. The inner implant chamber contains viscous, gelatinous material. The left implant weights 248.63 gm. There is air between the inner and outer layers. No fenestration is noted. The capsules both show fibrosis and chronic inflammatory changes.